Event description:
The event is reported as: the clips fall out of the applier. Add'l info received states that the malfunction occurred when loading the clips away from the patient. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.